Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had sticky buttons. They have to triple press and hold to get buttons to respond. They have missed boluses due to sticky buttons. There was a nick in the top part of reservoir, hairline fractures on top of battery case body of the case, and looked foggy behind screen. If its hot it clears up fast, cant see, and then they have to wait to clear to read screen. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip.